Event description:
It was reported that during a procedure at the user facility the radiolucent right angle drive disassembled. It was reported that nothing fell into the surgical site and that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility the radiolucent right angle drive disassembled. It was reported that nothing fell into the surgical site and that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the right angle head on the device was found to be cracked where the pins fit and the pins were missing. The device was repaired and returned to the user facility.